Manufacturer narrative:
This report is associated with argus case (B)(4), breathe right nasal strips tan.

Event description:
Can't sleep without them [dependence]. Product availability issue. Case description: this case was reported by a consumer via call center representative and described the occurrence of dependence in a (B)(6) female patient who received breathe right nasal strips (breathe right nasal strips clear) nasal strip for nasal disorder and sleep unwell. Co-suspect products included breathe right nasal strips (breathe right nasal strips tan) nasal strip for nasal disorder and sleep unwell. On an unknown date, the patient started breathe right nasal strips clear and breathe right nasal strips tan. On an unknown date, an unknown time after starting breathe right nasal strips clear and breathe right nasal strips tan, the patient experienced dependence (serious criteria gsk medically significant) and product availability issue. On an unknown date, the outcome of the dependence and product availability issue were unknown. It was unknown if the reporter considered the dependence and product availability issue to be related to breathe right nasal strips clear and breathe right nasal strips tan. Additional details: the patent had been using breathe right strips clear variant and tan variant and for 22 years. She can't sleep without them. There's only one pharmacy in her town and was informed that the product was no longer made. The patient was informed that what were given to her were the last ones and I was told that it will be the last ones of both variants. The patient prefers the tan variant. The patient saw a doctor before she started using them. She was sent to a specialist to check if there was a problem but there was not anything that he could find.